Event description:
Procedure type: inguinal hernia repair/tep. According to the reporter: during procedure, the balloon was not inflated. Surgeon removed the device from the cavity and tried to inflate the balloon, but air was not retained in it. New device was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).